Event description:
It was reported that the patient experienced altered mental change status and seizures for several weeks. The patient also had low potassium levels and was admitted to the hospital on (B)(6) 2012. It was indicated that the health care provider (hcp) initially suspected meningitis. The hcp allowed the pump to run dry and pulled cerebral spinal fluid (csf) from the side port. The hcp cleared the line and then placed a new drug in the reservoir. The hcp indicated that he only got "fumes" when he aspirated, but was sure that the line was clear. It was noted that the hcp was able to withdraw 1-2mls out of the catheter access port. It was stated that the csf was clear so the hcp ruled out meningitis. The hcp also aspirated fluid from the pump and both csf from the intrathecal space and peritoneal fluid from the pump pocket space were sent for culture. The patient was treated with antibiotics and it was indicated that she no longer had altered mental status issues and that everything went away. It was later stated that patient was started on oral baclofen and morphine and she got better then wasn't anymore. It was noted that the patient missed her refill while in the hospital and her pump ran dry. It was empty for about 3 days. The hcp was uncertain if the patient went through withdrawal during the time the pump was empty or not. The patient's pump was refilled on (B)(6) 2012. The outcome of the patient was not provided. The drugs delivered via pump were morphine and baclofen. Additional information had been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).